Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had missing end cap sticker, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump will be returned for analysis.